Manufacturer narrative:
Other text: serial number was confirmed by reporter, updated d4.

Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable, pump won't run" alarm. Per reporter no air was noted. Reporter indicated "rv 36.1, rate 2.2, given 53.95." No further information available per reporter. No adverse patient effects were reported.